Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 320 mg/dl. Customer is requesting assistance with his first infusion set change. Customer retested the blood glucose, the new reading is 106 mg/dl. The insulin pump is alarming low reservoir alarm. During troubleshooting, the displacement test failed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.